Event description:
As reported, an unknown mynxgrip vascular closure device (vcd) essentially just came apart. The black handle and catheter were separated. The black wire stretched and everything just fell apart on it. There was no reported patient injury. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) essentially just came apart. The black handle and catheter were separated. The black wire stretched and everything just fell apart on it. There was no reported patient injury. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was in its manufactured position, and the advancer tube was also in its manufactured position. The sealant sleeve was found partially retracted, while the balloon showed no abnormal condition to be reported. Additionally, a separation between the catheter and the black handle was observed during this visual analysis. The separated area of the catheter was evaluated using a microscopic vision system. The separated material exhibited evidence of elongation along the edge. The elongations observed in the material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was subjected to a tensile force exceeding the material¿s yield strength prior to the separation. The reported event of ¿catheter-catheter detachment¿ was observed through analysis of the returned device since there was a separation noted between the catheter and the black handle. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, procedural/handling factors most likely contributed to the issue experienced as evidenced by the elongations noted along the separation edge, especially since it was reported that the black wire was stretched. The elongations observed in the material are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the device was subjected to a tensile force exceeding the material¿s yield strength prior to the separation. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states when pulling tension prior to deployment, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ neither the product analysis, nor the information available for review suggest that the failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.